Event description:
It has been reported to philips that the stand stopped abruptly in the longitudinal motion. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem occurred during tavrs treatment procedure. The customer was able to move the stand to the working position, but it was stopping every inch of travel. Because of the issue occurred procedure got delayed for 10 minutes, but the procedure was completed. The philips remote service engineer (rse) examined the system remotely and confirmed that the stand stopped abruptly in the longitudinal motion. Upon troubleshooting, the rse reviewed the logfile and identified an error related to the flexarm longitudinal movements. The fse visited onsite and upon functional testing the fse found that the long table offset was out of calibration and observed that the magnets in the cable take-up system were jamming. To resolve the reported issue, the fse replaced the magnet rails coverings, adjusted the bearings on the long carriage, and fine-tuned the motor wheel tightness to the rail. After replacement and necessary adjustments, the system was returned to use in good working order. The codes were updated based on the investigation outcome.